Event description:
The customer reported that the sys shut down without command when moving the c-arm. There is no report of pt injury of death.

Manufacturer narrative:
A ge rep evaluated the sys and placed a cable on order for replacement. The cable was received and the customer installed it. The sys operates as intended.